Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the inability to charge and communicate was that the unit was off. In order to resolve the inability to charge and communicate, the patient stated that they charged the unit. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. There was poor communication on the patient programmer. The patient was not able to communicate with their recharger. The patient thought that their last successful charging session was the week before last. They tried to charge last week but could not get it to charge. They were in a rush and then forgot about it. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.